Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was confirmed that there was a leakage from the regulator. The device evaluation found minor scratches on the housing and the front panel. There was dust inside the unit. Externally 2 device feet were found missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus on behalf of the customer that the high flow insufflation unit was not working properly and the sound of leaking gas was produced. The issue was found during maintenance of the device. There were no reports of patient harm.